Event description:
Event verbatim [preferred term] blisters that ultimately popped in the shower/she tried burn cream but that made it worse [blister], did not check skin under the product while wearing thermacare/did not read the usage instructions before using the product [device use error], at first it was just red and irritated [erythema], at first it was just red and irritated [skin irritation], taking thermacare heatwraps multi-purpose muscle pain for menstrual cramps [device use issue]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) female patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain), device lot number s92240, expiration date apr2020, from (B)(6) 2018 at unknown frequency for menstrual cramps. Medical history included brain aneurysm from 2008 unknown if ongoing. There were no concomitant medications. The patient previously used thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. The patient stated that she used a thermacare heatwraps multi-purpose muscle pain and found she had 4 very large water blisters on her abdomen on (B)(6) 2018. She stated that they were about the size of the little black cartridges on the wraps. She had used them for the last 5-6 years and never had a problem. She stated that she put the wrap on around 12 am and woke up took it off about 8 am. She said that at first it was just red and irritated on (B)(6) 2018. When she got in the shower, she noticed the she has the blisters that ultimately popped in the shower. She said now it hurt to put anything on them. She tried 4x4 gauze but even that hurt. She stated that she tried burn cream but that made it worse. She was wondering if something new was used in them. She stated that she had other thermacare wraps, two more boxes, she was going to use them again. They always worked for the pain. The patient was currently under the care of a physician for her aneurisms. The patient classified skin tone as medium. The patient did not have sensitive skin and abnormal skin conditions. The patient purchased red box. And there was no any product remaining. The patient did not use other heat products for pain relief. The patient was sleeping while wearing the product and attached the adhesive to clothing. She had her underwear in between her and the product. She attached the adhesives on both sides to her underwear. The patient engaged in exercise while using the product, she stated that she had to answer rescue calls while wearing it. The patient did not check skin under the product while wearing thermacare on an unspecified date. The patient did not read the usage instructions on thermacare before you used the product on an unspecified date. The patient did not consult a healthcare professional for the problem. The action taken in response to the event was permanently withdrawn on (B)(6) 2018. The outcome of the event "it was just red and irritated" and "blisters that ultimately popped in the shower/she tried burn cream but that made it worse" was not recovered, the outcome of the other events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "blisters", "device use error" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Other events are non-serious. Comment: based on the information provided, the events of "blisters", "device use error" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Other events are non-serious.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "she has 4 very large water blisters on her abdomen" after wearing a wrap. The cause of the blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] blisters that ultimately popped in the shower/she tried burn cream but that made it worse/large water blisters/developed a 2nd or 3rd degree burn/burns and blisters [burns second degree] , developed a 2nd or 3rd degree burn [burns third degree] , did not check skin under the product while wearing thermacare/ did not read the usage instructions before using the product [device use error] , she has blister scars from the first event on her abdomen and belly [scar] , they had already scabbed over [scab] , taking thermacare heatwraps multi-purpose muscle pain for menstrual cramps [device use issue] , . Case narrative:this is a spontaneous report from a contactable consumer (patient). A 41-year-old female patient (no pregnant) started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain), device lot number s92240, expiration date apr2020, from an unspecific date to (B)(6) 2018 at unknown frequency for menstrual cramps and muscle pain. Medical history included ongoing brain aneurysm from 2010, she had a history of 2 brain aneurysms, the first aneurysm had been fixed but the second one will be fixed in october of this year. There were no concomitant medications. The patient previously used thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unknown indication with no adverse effect. The patient stated that she used a thermacare heatwraps multi-purpose muscle pain and found she had 4 very large water blisters on her abdomen on (B)(6). 2018. She stated that they were about the size of the little black cartridges on the wraps. She had used them for the last 5-6 years and never had a problem. She stated that she put the wrap on around 12 am and woke up took it off about 8 am, on 8 hours. She said that at first it was just red and irritated on (B)(6). 2018. When she got in the shower, she noticed the she had the blisters that ultimately popped in the shower. She said now it hurt to put anything on them. She tried 4x4 gauze but even that hurt. She stated that she tried burn cream but that made it worse. She was wondering if something new was used in them. She stated that she had other thermacare wraps, two more boxes, she was going to use them again. They always worked for the pain. The patient was currently under the care of a physician for her aneurisms. The patient classified skin tone as medium. The patient did not have sensitive skin and abnormal skin conditions. The patient purchased red box. And there was no any product remaining. The patient had been using heating pad for the last 20 years for pain relief and did not experienced any problem/symptom. The patient was sleeping while wearing the product and attached the adhesive to clothing. She had her underwear in between her and the product. She attached the adhesives on both sides to her underwear. The patient engaged in exercise while using the product, she stated that she had to answer rescue calls while wearing it. The patient did not check skin under the product while wearing thermacare on an unspecified date. The patient did not read the usage instructions on thermacare before she used the product on an unspecified date. The patient did not consult a healthcare professional for the problem. The patient further stated that on 25jun2018 she used a thermacare heat wrap and developed a 2nd or 3rd degree burn. She had been using them for years, she always used them. She had blister scars from the first event on her abdomen and belly that were perfect little circles. She also had two little circles on her side and she was sure that they will scar too since they had already scabbed over. She had pictures of the burns and scars from that event. She also stated she had pictures of her abdomen and showing the burns and blisters. The burn reported was a 16 hour heat wrap from 25jun2018. Upon follow-up on (B)(6) 2018, the patient further stated that she applied the product over undergarment to abdomen side of the body in (B)(6) 2018. She did not consult with her primary physician prior to usage of thermacare. The product was not heated in a microwave prior to usage and not re-heated at all during usage. The patient would leave the product on at one time during the course of 24 hours for the recommended amount of hours or less. The patient did not leave the product on while asleep. The patient checked her skin after removal in (B)(6) 2018. The thermacare was not used along with pain rubs, medicated lotions, creams or ointments. After using thermacare, blisters, 2nd and 3rd degree burn, and skin irritation developed, and now scars from the product. The patient used burn ointment as treatment and continued the treatment a few hours - as needed. The action taken in response to the events was temporarily withdrawn on 25jun2018. The outcome of the events "blisters that ultimately popped in the shower/she tried burn cream but that made it worse/large water blisters/developed a 2nd or 3rd degree burn/burns and blisters" and "developed a 2nd or 3rd degree burn" was not recovered, the outcome of the other events was unknown. According to product quality complaint group: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "she has 4 very large water blisters on her abdomen" after wearing a wrap. The cause of the blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (30jul2018): new information received from a product quality complaint included: investigation results. Follow-up (26sep2018): new information received from a contactable consumer includes patient information, medical history, device information (action taken), new events (she has blister scars from the first event on her abdomen and belly, developed a 2nd or 3rd degree burn, burns and blisters) and event details. Follow-up (31oct2018): new information received from a contactable consumer included: additional indication of suspect product and event details. Company clinical evaluation comment based on the information provided, the events of burns second degree, burns third degree, device use error, scar, and scab as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The other event device use issue is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of burns second degree, burns third degree, device use error, scar, and scab as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The other event device use issue is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "she has 4 very large water blisters on her abdomen" after wearing a wrap. The cause of the blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] blisters that ultimately popped in the shower/she tried burn cream but that made it worse/large water blisters/developed a 2nd or 3rd degree burn/burns and blisters [burns second degree] , developed a 2nd or 3rd degree burn [burns third degree] , did not check skin under the product while wearing thermacare/ did not read the usage instructions before using the product [device use error] , she has blister scars from the first event on her abdomen and belly [scar] , they had already scabbed over [scab] , taking thermacare heatwraps multi-purpose muscle pain for menstrual cramps [device use issue] , . Case narrative:this is a spontaneous report from a contactable consumer (patient). A 41-year-old female patient (no pregnant) started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain), device lot number s92240, expiration date apr2020, from an unspecific date to (B)(6)2018 at unknown frequency for menstrual cramps. Medical history included ongoing brain aneurysm from 2010, she had a history of 2 brain aneurysms, the first aneurysm had been fixed but the second one will be fixed in october of this year. There were no concomitant medications. The patient previously used thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unknown indication with no adverse effect. The patient stated that she used a thermacare heatwraps multi-purpose muscle pain and found she had 4 very large water blisters on her abdomen on (B)(6)2018 . She stated that they were about the size of the little black cartridges on the wraps. She had used them for the last 5-6 years and never had a problem. She stated that she put the wrap on around 12 am and woke up took it off about 8 am, on 8 hours. She said that at first it was just red and irritated on(B)(6)2018 . When she got in the shower, she noticed the she had the blisters that ultimately popped in the shower. She said now it hurt to put anything on them. She tried 4x4 gauze but even that hurt. She stated that she tried burn cream but that made it worse. She was wondering if something new was used in them. She stated that she had other thermacare wraps, two more boxes, she was going to use them again. They always worked for the pain. The patient was currently under the care of a physician for her aneurisms. The patient classified skin tone as medium. The patient did not have sensitive skin and abnormal skin conditions. The patient purchased red box. And there was no any product remaining. The patient had been using heating pad for the last 20 years for pain relief and did not experienced any problem/symptom. The patient was sleeping while wearing the product and attached the adhesive to clothing. She had her underwear in between her and the product. She attached the adhesives on both sides to her underwear. The patient engaged in exercise while using the product, she stated that she had to answer rescue calls while wearing it. The patient did not check skin under the product while wearing thermacare on an unspecified date. The patient did not read the usage instructions on thermacare before she used the product on an unspecified date. The patient did not consult a healthcare professional for the problem. The patient further stated that on(B)(6)2018 she used a thermacare heat wrap and developed a 2nd or 3rd degree burn. She had been using them for years, she always used them. She had blister scars from the first event on her abdomen and belly that were perfect little circles. She also had two little circles on her side and she was sure that they will scar too since they had already scabbed over. She had pictures of the burns and scars from that event. She also stated she had pictures of her abdomen and showing the burns and blisters. The burn reported was a 16 hour heat wrap from (B)(6)2018 . The action taken in response to the events was temporarily withdrawn on (B)(6)2018 . The outcome of the events "blisters that ultimately popped in the shower/she tried burn cream but that made it worse/large water blisters/developed a 2nd or 3rd degree burn/burns and blisters" and "developed a 2nd or 3rd degree burn" was not recovered, the outcome of the other events was unknown. According to product quality complaint group: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "she has 4 very large water blisters on her abdomen" after wearing a wrap. The cause of the blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (B)(6)2018: new information received from a product quality complaint included: investigation results. Follow up (B)(6)2018: new information received from a contactable consumer includes patient information, medical history, device information (action taken), new events (she has blister scars from the first event on her abdomen and belly, developed a 2nd or 3rd degree burn, burns and blisters) and event details. Company clinical evaluation comment based on the information provided, the events of burns second degree, burns third degree, device use error, scar, and scab as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The other event device use issue is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of burns second degree, burns third degree, device use error, scar, and scab as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The other event device use issue is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] did not check skin under the product while wearing thermacare/ did not read the usage instructions before using the product [device use error], blisters that ultimately popped in the shower/she tried burn cream but that made it worse/large water blisters/developed a 2nd or 3rd degree burn/burns and blisters [burns second degree], developed a 2nd or 3rd degree burn [burns third degree], she has blister scars from the first event on her abdomen and belly [scar], they had already scabbed over [scab], they were about the size of the little black cartridges on the wraps [device issue], taking thermacare heatwraps multi-purpose muscle pain for menstrual cramps [device use issue], , narrative: this is a spontaneous report from a contactable consumer (patient). A 41-year-old female patient (no pregnant) started to use thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain), device lot number s92240, expiration date apr2020, from jun2018 to 25jun2018 at unknown frequency for menstrual cramps and muscle pain. Medical history included ongoing brain aneurysm from 2010, she had a history of 2 brain aneurysms, the first aneurysm had been fixed but the second one will be fixed in october of this year (2018). The patient was currently under the care of a physician for her aneurisms. The patient classified skin tone as medium. The patient did not have sensitive skin and abnormal skin conditions. There were no concomitant medications. The patient previously used thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unknown indication with no adverse effect. The patient stated that she used a thermacare heatwraps multi-purpose muscle pain and found she had 4 very large water blisters on her abdomen on (B)(6) 2018. She stated that they were about the size of the little black cartridges on the wraps. The patient purchased red box. And there was no any product remaining. She had used them for the last 5-6 years and never had a problem. The patient had been using heating pad for the last 20 years for pain relief and did not experience any problem/symptom. She stated that she put the wrap on around 12 am and woke up took it off about 8 am, on 8 hours. She said that at first it was just red and irritated on (B)(6) 2018. When she got in the shower, she noticed the she had the blisters that ultimately popped in the shower. She said now it hurt to put anything on them. She tried 4x4 gauze but even that hurt. She stated that she tried burn cream but that made it worse. She was wondering if something new was used in them. She stated that she had other thermacare wraps, two more boxes, she was going to use them again. They always worked for the pain. The patient was sleeping while wearing the product and attached the adhesive to clothing. She had her underwear in between her and the product. She attached the adhesives on both sides to her underwear. The patient engaged in exercise while using the product, she stated that she had to answer rescue calls while wearing it. The patient did not check skin under the product while wearing thermacare in (B)(6) 2018, later stating she checked her skin after removal in (B)(6) 2018. The patient did not read the usage instructions on thermacare before she used the product. The patient did not consult a healthcare professional for the problem. The patient further stated that on (B)(6) 2018 she used a thermacare heat wrap and developed a 2nd or 3rd degree burn. She had been using them for years, she always used them. She had blister scars from the first event on her abdomen and belly that were perfect little circles in 2018. She also had two little circles on her side and she was sure that they will scar too since they had already scabbed over in 2018. She had pictures of the burns and scars from that event. She also stated she had pictures of her abdomen and showing the burns and blisters. The burn reported was a 16 hour heat wrap from (B)(6) 2018. Upon follow-up on (B)(6) 2018, the patient further stated that she applied the product over undergarment to abdomen side of the body in (B)(6) 2018. She did not consult with her primary physician prior to usage of thermacare. The product was not heated in a microwave prior to usage and not re-heated at all during usage. The patient would leave the product on at one time during the course of 24 hours for the recommended amount of hours or less. The patient did not leave the product on while asleep. The thermacare was not used along with pain rubs, medicated lotions, creams or ointments. After using thermacare, blisters, 2nd and 3rd degree burn, and skin irritation developed, and now scars from the product. The patient used burn ointment as treatment and continued the treatment a few hours - as needed. The action taken in response to the events was temporarily withdrawn on (B)(6) 2018. The outcome of the events "blisters that ultimately popped in the shower/she tried burn cream but that made it worse/large water blisters/developed a 2nd or 3rd degree burn/burns and blisters", "developed a 2nd or 3rd degree burn" and "they were about the size of the little black cartridges on the wraps" was not recovered, the outcome of the other events was unknown. According to product quality complaint group: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "she has 4 very large water blisters on her abdomen" after wearing a wrap. The cause of the blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up ((B)(6) 2018): new information received from a product quality complaint included: investigation results. Follow-up ((B)(6) 2018): new information received from a contactable consumer includes patient information, medical history, device information (action taken), new events (she has blister scars from the first event on her abdomen and belly, developed a 2nd or 3rd degree burn, burns and blisters) and event details. Follow-up ((B)(6) 2018): new information received from a contactable consumer included: additional indication of suspect product and event details. Follow-up ((B)(6) 2019): follow-up attempts are completed. No further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: device age updated to 8 hours and added event "they were about the size of the little black cartridges on the wraps".

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "she has 4 very large water blisters on her abdomen" after wearing a wrap. The cause of the blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "she has 4 very large water blisters on her abdomen" after wearing a wrap. The cause of the blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] blisters that ultimately popped in the shower/she tried burn cream but that made it worse [blister] , did not check skin under the product while wearing thermacare/ did not read the usage instructions before using the product [device use error] , at first it was just red and irritated [erythema] , at first it was just red and irritated [skin irritation] , taking thermacare heatwraps multi-purpose muscle pain for menstrual cramps [device use issue] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) female patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain), device lot number s92240, expiration date apr2020, from (B)(6) 2018 at unknown frequency for menstrual cramps. Medical history included brain aneurysm from 2008 unknown if ongoing. There were no concomitant medications. The patient previously used thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. The patient stated that she used a thermacare heatwraps multi-purpose muscle pain and found she had 4 very large water blisters on her abdomen on (B)(6) 2018. She stated that they were about the size of the little black cartridges on the wraps. She had used them for the last 5-6 years and never had a problem. She stated that she put the wrap on around 12 am and woke up took it off about 8 am. She said that at first it was just red and irritated on (B)(6) 2018. When she got in the shower, she noticed the she has the blisters that ultimately popped in the shower. She said now it hurt to put anything on them. She tried 4x4 gauze but even that hurt. She stated that she tried burn cream but that made it worse. She was wondering if something new was used in them. She stated that she had other thermacare wraps, two more boxes, she was going to use them again. They always worked for the pain. The patient was currently under the care of a physician for her aneurisms. The patient classified skin tone as medium. The patient did not have sensitive skin and abnormal skin conditions. The patient purchased red box. And there was no any product remaining. The patient did not use other heat products for pain relief. The patient was sleeping while wearing the product and attached the adhesive to clothing. She had her underwear in between her and the product. She attached the adhesives on both sides to her underwear. The patient engaged in exercise while using the product, she stated that she had to answer rescue calls while wearing it. The patient did not check skin under the product while wearing thermacare on an unspecified date. The patient did not read the usage instructions on thermacare before you used the product on an unspecified date. The patient did not consult a healthcare professional for the problem. The action taken in response to the event was permanently withdrawn on (B)(6) 2018. The outcome of the event "it was just red and irritated" and "blisters that ultimately popped in the shower/she tried burn cream but that made it worse" was not recovered, the outcome of the other events was unknown. According to product quality complaint group: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "she has 4 very large water blisters on her abdomen" after wearing a wrap. The cause of the blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (30jul2018): new information received from a product quality complaint included: investigation results. Company clinical evaluation comment: based on the information provided, the events of "blisters", "device use error" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Other events are non-serious, comment: based on the information provided, the events of "blisters", "device use error" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Other events are non-serious.